Event description:
It was reported that a patient death occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was attempted to be placed, but was unsuccessful. No closure device was implanted. No procedural complications were reported; however, the patient was hospitalized for unknown reasons. The patient was never discharged from the hospital. On (B)(6) 2020 the patient passed away from an unknown cause. It was further reported that the intraoperative transesophageal echocardiography (tee) showed mitral regurgitation and aortic regurgitation findings, and the average left atrial pressure was as high as 36-38mmhg. Immediately after the implant attempt procedure, hemoglobin levels decreased due to bleeding when opening and closing the hemostatic valve, but it improved to the same state as before the operation during hospitalization. There was no deterioration of renal function observed due to the use of contrast media during the procedure. During hospitalization after the implant attempt procedure, heart failure occurred, and the patient was admitted, treated and observed. The patient's heart failure improved and he was scheduled to be transferred to a rehabilitation hospital, but heart failure worsened again and the patient died. The cause of death was due to progression of heart failure.

Event description:
It was reported that a patient death occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was attempted to be placed, but was unsuccessful. No closure device was implanted. No procedural complications were reported; however, the patient was hospitalized for unknown reasons. The patient was never discharged from the hospital. On b)(6) 2020 the patient passed away from an unknown cause.